Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, and h10. Complaint sample was evaluated and the reported event was confirmed. Returned instrument exhibits signs of use (nicked or gouged) and the post feature has fractured. Device history record was reviewed and no discrepancies were found. Root cause of the event is user error and failure to follow instructions as the surgeon used the incorrect instrument to remove the provisional construct from the knee. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that during an initial knee arthroplasty, the provisional fractured during extraction. No further information is available at this time.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.